Event description:
It was reported there is a small crack in the rear case by the atrial jack. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was broken, both bail covers were broken, the ring and ring cover were missing, the battery contacts were compressed, and the keyboard was scratched. (B)(4).